Event description:
On 11-jan-2023, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result on a 67 year old male patient presented for shoulder surgery. There was no additional patient information available at the time of this report. Method date collected tested hb (g/dl) hct(g/dl) sample lab on (B)(6) 2022, 06:35 07:11 cancelled venous #1, I-stat on (B)(6) 2022, 07:35 07:35 15.3 45 venous #2, lab on (B)(6) 2022, 07:35 08:32 4.8 17.3 venous #2, lab on (B)(6) 2022, 10:43 11:23 4.4 16.1 venous #3, lab on (B)(6) 2022, 11:55 12:09 4.2 15.4 fingerstick #1. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-feb-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criteria for suppressed results but the size was too low (<17) to assess the rate of points outside total allowable error (ea). No deficiency has been identified.